Event description:
Physician had penumbra 5max-ace reperfusion catheter inserted through rhv and did not realize the rhv was tightened. When the physician tried to remove the 5max-ace it began to separate in the rhv. The damaged portion of the catheter was never inside of the patient. The catheter was removed without incident and a new one was used to complete the case.

Manufacturer narrative:
Results: the catheter is fractured approximately 8.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the physician tightened the rhv on the catheter and after tightening the rhv, the physician tried removing the catheter without untightening the rhv, and the catheter began to separate. The cause of this complaint is user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.